Manufacturer narrative:
D9: date returned to mfg; 9/10/2025. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has been returned to the manufacturer and once complete the investigation finding will be submitted in a supplemental report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited downstream occlusions. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - product received date 9/23/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the pump exhibited downstream occlusions. The review of event log found that intermitting events of high alarm displayed downstream occlusion between 05/16/2025 and 07/16/2025. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint could not be confirmed and also failed performance verification testing. Upon further investigation, it was found that the upstream occlusion sensor was alarmed when hooked up to occlusion test.